Event description:
It was reported that the ventilator generated several technical error codes. Evaluation of logs revealed that technical error code indicating turbine module under-voltage was generated. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the received information, this ventilator was working fine until another ventilator failed with multi technical errors. Thus, parts from this ventilator were taken to cross check with the other ventilator. After that, when the they installed the parts back to this ventilator it started alarming for multiple technical errors that indicate power error on different parts and that these parts cannot communicate with each other. Moreover, it alarmed for missing options data. Most likely the main back-plane printed circuit board that connects different parts inside the ventilator, has been damaged during the testing on the other ventilator which led to the occurrence of all these technical errors. Therefore, this ventilator cannot be fixed at site, and it needs to be sent to factory for repair. Nonetheless, despite several reminders we have not received this ventilator yet.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
New information related to the section e - initial reporter was provided. Moreover, a correction of fields # d1 brand name, # d4 version or model # d4 ¿ unique identifier (UDI) and # e1 event site address were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air, d4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000, e1 - name and address - previous name and address: (B)(6) corrected name and address: (B)(6).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the received information, this ventilator was working fine until another ventilator failed with multi technical errors. Thus, parts from this ventilator were taken to cross check with the other ventilator. After that, when the they installed the parts back to this ventilator it started alarming for multiple technical errors that indicate power error on different parts and that these parts cannot communicate with each other. Moreover, it alarmed for missing options data. The defective ventilator has been sent to manufacturer for repair. It was possible to reproduce the reported issue. The ventilator has been fixed by installing new software option data. The ventilator works as expected after the software.

Event description:
Manufacturer's ref. #: (B)(4).